Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the shaver blade broke off inside the patient. The broken tip was retrieved. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The shaver blade the tip broke off inside the patient's knee. The probable root cause/s could be the blade comes contact with a hard object, excessive pressure such as bending or prying. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the shaver blade broke off inside the patient. The broken tip was retrieved. The procedure was completed successfully.